Event description:
It was reported that the male coude catheters were not as lubricated as they had been ad the patient had to add additional lubrication.

Manufacturer narrative:
The reported event was confirmed by CAPA association. There was no definitive root cause determined for the increase in lubricity complaints. It was determined however, that there were several confounding causes that could contribute to lubricity complaints. The fishbone diagram identifies those contributing factors to lubricity and increased complaints and rules out categories from being a root cause of the failure mode. The device history record and labeling review was not required as it was confirmed by association with a CAPA. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the male coude catheters were not lubricated as they were and the patient had to add additional lubrication.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male coude catheters were not as lubricated as they had been ad the patient had to add additional lubrication.